Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01281. The products remain implanted, thus unavailable for analysis. A device history review showed the product met the requirements for product acceptance. Restenosis is a known potential adverse event post coronary stenting associated with the progression of cardiovascular disease. The procedural physician commented withholding of ticlopidine might have contributed to this event. There are pt, vessel, pharmacologic and procedural factors that may have contributed to the reported event. Additional information will be submitted within 30 days of receipt.

Event description:
Two years following the implantation of 2 cyphers, the pt had a f/u cag which showed restenosis in the overlapping area of the implanted cypher. This complaint is from a clinical study. The target lesion was proximal left anterior descending branch (lad). The vessel was an in-stent restenosis lesion with a bms (3.0/18mm: driver), eccentric, diffused, but not calcified or tortuous lesion. The diameter of the vessel was 2.62 mm. Pre-procedure stenosis was 79%, aha/acc classification of the vessel was a type c. The index procedure was an elective case. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.0/20mm) at 12 atm. Inflation time was unknown. Cypher (3.0/28mm: complaint product) was implanted at 8atm for 16 approximately 30 seconds at the target lesion. Cypher (3.0/23mm: complaint product) was implanted at 12atm for 16 approximately 30 seconds at the proximal end of the initially implanted cypher without a gap. Post-dilation was conducted with a balloon (3.0/20mm) at 14 atm. Inflation time was unknown. Timi flow before the procedure was 2 and 3 after the procedure. The residual % of stenosis was 28%. Ivus was not conducted. Approximately two years later, f/u cag was conducted and restenosis was observed at the overlapping area of the implanted cyphers. There was 75% stenosis. The pt didn't show chest pain. To treat the restenosis, poba was conducted with a balloon (3.0/10mm). Inflation time and pressure was unknown. The residual % of stenosis was 25%.